Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the ER with pre-syncope episodes. Upon interrogation of device, it was noted that there were significant pauses, the thresholds had increased and no noise was seen. Programming changes were made to the device. The patient was transferred to another hospital and was discharged when the issue was resolved.